Event description:
Damage to the pump housing and usb port was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer is in the process of obtaining a new device, and no further action was needed from technical support as the customer opted not to receive a follow-up call.